Event description:
It was reported that the atrial lead impedance has been gradually rising since (B)(6) 2012. Atrial lead threshold remains stable. The physician plans no intervention and will monitor the lead as it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947, implantable tachy lead, (B)(6) 2010; d274trk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2010. (B)(4).